Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife reported via phone call high blood glucose levels. Customer's blood glucose level was 404 mg/dl. Customer treated their high blood glucose levels using manual injection. Troubleshooting for no delivery alarm during basal/bolus/fixed prime was performed. Customer advised they had a bent cannula which was probably the cause for customer's high blood glucose. Customer was advised to return the set for analysis and change out the entire infusion set. Customer was advised a replacement product would be sent out. Customer's wife declined to troubleshoot for high blood glucose levels since it they believed it was from the bent cannula. Customer's wife advised customer was in the emergency room because of a head injury and they were not feeling well. Customer visit to emergency room had nothing to do with diabetes or the insulin pump.